Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The pump power up properly after battery installation. The pump was received with operating currents within spec. The pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue. After disconnecting and reconnecting the internal battery connector the, pump was monitored and functioned properly. The pump was received with stained serial number label, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump had recurring power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for low battery and power error. The customer states recurred within a week of troubleshooting previous occurrence. Advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.